Event description:
It was reported that the device was explanted due varying lead impedances in both the atrium and ventricle. The impedances were originally measured at greater than 3000 ohms, and then after remeasuring, 408 ohms in the atrium and 416 ohms in the ventricle. It was also noted that the device was unable to be programmed into desirable pacing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed a no output condition. Further testing found the device had output only when a magnet was applied. The no output condition was the result of gate oxide leakage on an input transistor internal to an integrated circuit. The oxide leakage caused the regulator supply to fail, resulting in no pacing output, programming problems, and noisy egm markers, consistent with the reported field experiences. It was reported that the device was explanted due varying lead impedances in both the atrium and ventricle. The impedances were originally measured at greater than 3000 ohms, and then after remeasuring, 408 ohms in the atrium and 416 ohms in the ventricle. It was also noted that the device was unable to be programmed into desirable pacing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination (integrated circuit) component/subassembly failure device was out of specification in a manner that relates to event impedance, high program, failure to.